Event description:
Caller reported that no drops of insulin were seen at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Caller completed the necessary steps to remove air from the cartridge and was educated by technical support to use room temperature insulin when filling the cartridge. After disconnecting the tubing and following instructions, the caller decided to change both the infusion set and cartridge, which resolved the issue as drops began to appear at the end of the tubing with the new supplies. Insulin therapy was resumed, and no further action was needed.